Event description:
It was reported that the pump screen failed to turn on, indicating a malfunction. The customer declined to provide their blood glucose level at the time, so there was no reported impact to their blood glucose level. Technical support arranged for the replacement of the pump and instructed the customer to use multiple daily injections as backup therapy. The customer was also guided on the process of returning the faulty pump using a pre-paid label.